Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the 8mm harmonic ace instrument associated with the customer-reported complaint. The instrument was analyzed and was found to have a blade broken. The blade broke at roughly the base. A piece approximately .425" x .085" was found to be broken off. Broken piece was not returned. Components adjacent to this broken blade do not show damage. Additional observation(s) related to customer reported complaint: the instrument was found to fail energy recognition test. The instrument was placed on an in-house system. The instrument passed the recognition and engagement tests. The instrument was connected to an in-house energy generator. A torque wrench was used to tighten the assembly until it was as tight as it could be (clicking sounds). The instrument failed the energy recognition test, instrument generated message "tighten assembly" on 3 out of 3 attempts. Image review: a review of the provided image (see attachment) was performed by an intuitive surgical, inc. (Isi) failure analysis engineer (afe) on 19-jul-2024. The following additional information was provided: it¿s hard to tell if there is any damage from the image.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the 8mm harmonic ace (ha) instrument ultrasound knife was not recognized. The customer used a backup ha instrument to continue with the procedure. No fragment fell inside the patient. The procedure was completed with no reported injury.